Event description:
It was reported that the asymptomatic patient presented for routine generator replacement. Upon opening the pocket, insulation abrasion on the pace/sense portion exposing the conductors were observed. No electrical anomalies were detected. The lead was capped and left in situ and a new lead was implanted.

Manufacturer narrative:
A partial lead with the connector pin measuring 26.0cm was returned for analysis. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.